Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the quick coupling device was able to rotate around the handpiece. It was reported that the driver was still functioning. It was reported that during post surgery, it was realized that the device could be unscrewed. There were no delays in the surgical procedure since they were able to use the same device to complete the procedure successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the coupling device guide coupling was loose. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to loctite wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.